Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire loaded into a guidewire hoop, one vein pick, one 6.5fr peel-apart sheath and vessel dilator, one fully peeled 6.5fr peel-apart sheath, one vessel dilator and one sealed safety infusion set were returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. Bunching was noted throughout both sheath shafts of the fully peeled peel-apart sheath and vessel dilator were noted to be bent. The investigation is inconclusive for the reported premature separation issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2024),

Event description:
It was reported that during a port placement procedure, the sheath peel was allegedly curly. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the sheath peel was allegedly curly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2024).